Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparotomy rectum resection, the powered handle did not recognize the shell. A second manual stapler did not fire, the surgeon was unable to press the green button and the handle did not squeeze. Another manual handle was used to resolve the issue. There was no patient involvement.